Manufacturer narrative:
There was no patient involvement. The name of the hospital will be forwarded when provided. Sorin group (B)(4) manufactures the d734 micro 40 ph.i.s.o. Arterial filter. This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the port of the arterial filter broke off during priming of the heart lung circuit. The filter was changed out prior to bypass. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the port of the arterial filter broke off during priming of the heart lung circuit. The filter was changed out prior to bypass. There was n patient involvement.